Manufacturer narrative:
The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during an anterior cruciate ligament reconstruction the tightrope tore while the surgeon inserted it into the femoral drill channel. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.